Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noticed that there was insulation damage on the pacing lead. A repair kit was used and the lead remains in use. No patient complications have been reported as a result of this event.